Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation using a 2.5x30mm maverick balloon catheter, a 3.00x38mm synergy stent was advanced to treat the lesion. However, the stent strut was damaged due to calcification. The procedure was completed with another 3.00x38mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut was damaged with struts lifted form the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation using a 2.5x30mm maverick balloon catheter, a 3.00x38mm synergy stent was advanced to treat the lesion. However, the stent strut was damaged due to calcification. The procedure was completed with another 3.00x38mm synergy stent. No patient complications were reported.